Event description:
While the ventilator was connected to a pt the therapist heard the ventilator alarm and noticed the expiratory valve shuttering. The ventilator was removed from pt and replaced with another one.